Manufacturer narrative:
The stx pads in complaint will not be returned for investigation. Therefore, a physical investigation will not be performed. It should be noted that upon further investigation by the wound care nurse, it was found that the patient was not turned regularly per patient protocol. Per the IFU, skin checks should be conducted every 20 minutes. Skin injuries can occur with any surface cooling devices even when following product instructions for routine skin evaluations and in patients without a prior history of skin problems. Even though skin injury is an anticipated complication for surface-cooling, the risk can be mitigated by following IFU.

Event description:
A (B)(6) male patient weighing (B)(6) had a cardiac arrest at work and was shocked in the field. Patient was unconscious when he presented to the emergency department (ed). Patient had the following clinical symptoms: diabetes. On (B)(6) 2015, patient was started on the innercool stx surface cooling per hospital protocol for therapeutic hypothermia post cardiac arrest. There were no adjunctive temperature management or relative procedures performed on the patient. On (B)(6) 2015, the wound care nurse was asked to conduct a consult of the patient where she found blisters on the patient's backside in the same pattern as the stx pads. Upon further investigation by the wound care nurse, it was found that the patient was not turned regularly per patient protocol. Patient was on 2 vasopressors (neosynephrine and another unknown type) and diprovan when the reported blisters were noted. The patient did not require intervention or treatment for the blisters. Per the wound care nurse, the blisters were intact and very minor. Patient later expired on the same day. Per the treating physician's opinion, the cause of death was cardiac arrest. However, the official cause of death is unknown. In the physician's opinion, the reported blisters were attributable to the zoll device because they had the shape of the pads on the patient's skin and the blisters were in the exact shape of the inside of the pads. In the physician's opinion, the patient's death was not related to the blisters or to the zoll device because the blisters were minor. The physician stated that there was no puss or infection. No further information was provided.